Manufacturer narrative:
The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.

Manufacturer narrative:
The catheter was received inside a broken shipping tube. The rectangular outer brown box was returned and visual examination revealed that the box does not appear to be crushed and does not appear to be the box damaged during shipment to the customer. The clear adaptor was broken at the bond site, which was confirmed due to the clear adaptor bond section was still bonded over the gray tube. Both shrink seals were still attached, one around the IFU and the other over the breather cap. The catheter appeared to be in good condition when removed from the tube.

Event description:
It was reported that 2 catheters were received damaged. The shipping tubes appeared to be broke at the clear adaptor.